Event description:
Hospitalization reported by diabetes educator due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 779 mg/dl. The insulin pump alarmed no delivery. Customer had a bent cannula. The current blood glucose reading is 333 mg/dl. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.